Event description:
It was reported that the patient lost efficient stimulation and felt paresthesia in the wrong location about a week after the implant of an implantable neuro stimulator (ins). Time to time, the patient felt stimulation in the correct place while pushing on his back with his fingers. The patient also sometimes felt overstimulation without any apparent reason. It was reported that the patient felt comfortable stimulation at 260 hz. It was reported there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
(B)(4).